Manufacturer narrative:
Updated sections d1, d4 and g5 as product information was received.

Event description:
See section h10 for updated information.

Manufacturer narrative:
No product has been returned for evaluation as no product malfunction was alleged. Device not returned.

Event description:
A patient underwent a surgical procedure on (B)(6) 2018. As per reporter ten days post operative, the patient developed sepsis secondary to retroperotoneal abscess. Patient underwent a revision procedure on (B)(6) 2018 where a ostomy bag was placed. Patient was reported to have recovered on (B)(6) 2018.